Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing of multiple cartridges was discolored. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.